Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 72-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 pump was unable to pass through the patient's tortuous anatomy during attempted delivery. As a result of the noted resistance, the pump kinked and the implant was subsequently aborted. There was no patient harm.

Manufacturer narrative:
The investigation into the delivery issue has been completed. The device was not returned for investigation. Per the provided clinical information, the root cause of the delivery issue is patient anatomy, and the anatomy was most likely due to patient condition.